Manufacturer narrative:
Follow up #1 submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed a ¿replace cartridge¿ alarm on january 17, 2014 at 2:17 pm. Insulin deliveries were never resumed afterward. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. The pump was found to be operating within the required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2014, alleging the patient experienced high blood glucose of an unreported measurement on an unreported date. Animas customer support made several attempts to contact the reporter in follow up but was unsuccessful. This reported event does not meet animas¿ criteria of a reportable adverse event. Troubleshooting revealed the pump was delivering insulin as programmed. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.